Event description:
At approx 2000 on 1/26/1999, pt was admitted with sharp chest pain and diagnosed with an acute myocardial inferior wall infarction. He was treated with tpa (activase) that evening and admitted to intensive care unit for routine care of the infarct. Heparin therapy was begun that evening with dosage adjusted by partial thrombo plastine times's. It is noted that the pt was pain free and his continuous electrocardiogram tracings were free of arrhythmias. On 1/28/1999, a new bag of heparin 25,000 units/500cc d5w was placed on the infusion pump; the nurse believed the rate was set at 18.7cc/hr. At 0100, the pump alarmed. Nurse noted rate on pump to be 999; the bag was empty. She does not recall her exact actions with the settings as she was trying to figure out what had occurred. She did recall starting a bag of sodium chloride and set the pump to deliver the sodium chloride at a keep-open-rate. The physican was called/orders received for partial thrombo plastine time (see results below-b-6) and protamine sulfate; two doses of 50mg each were given at 0115 & 0225. The heparin was resumed at 0730 that morning per protocol as previously, with partial thrombo plastine times's. The pt had no evidence of any adverse effects from the heparin. The morning of 1/28/1999, he was transferred from intensive care unit to the telemetry unit, activity increased, and was discharged from the hosp 1/30/1999. He had refused cardiac catheterization while hospitalized but an appointment is noted on discharge instructions for a 2/3/1999, stress test. What did facility know: nurse unsure of what she did with the settings after finding medication infused. Pump was reset to deliver the sodium chloride at a to keep vein open rate of 0100. Pump was removed from the pt's room & turned off at approx 0330. Pump was plugged into wall outlet at 0830 by risk managmement coordinator to assure battery would not run out. On 1/28/1999 at approx 3:30, an eval/testing of the infusion pump occurred by hosp services tech, and facility's medical device investigation team occurred; the tubing used to infuse the heparin was also tested/evaluated. Facility found that the pump memory was apparently cleared by nurse. No problems were identified with the tubing used to infuse the heparin. Conclusion: facility has no evidence as to tell what the cause of this event might have been. Action & follow-up: it was the recommendation of the investigation team that the nurse be proctored while working with infusion pumps until a special training session could be scheduled with educational services. Education services will re-write an article for facility's staff educational newsletter on proper handling of medical devices in the event of an occurrence involving a medical device. Directors of all inpatient units to remind staff to review facility's policy regarding medical devices occurrences at their february meetings about proper handling of medical equipment in the event of occurrence.